Manufacturer narrative:
Investigation summary: we have now concluded our investigation into this complaint. The returned sample has been assessed and it can be confirmed that the dressing has contamination present, this contamination appears to fragments of wood from the raw material manufacturing process. A device history record review was carried out for the batch number supplied. This confirmed that the product had been manufactured in accordance with defined procedures and specifications and there was no record of any problems or deviations occurring during manufacturing of this product in relation to the reported issue. All operators involved in this process have been made aware of this issue and a full briefing has been conducted to ensure that vigilance is maintained at all times. The raw material supplier has been notified of this issue however unfortunately have been unable to identify the exact root cause of the contamination. Smith and nephew acknowledge customer concern and are continually investigating ways to develop and improve our products. We will continue to monitor for any adverse trends relating to this product range.

Event description:
It was reported that dirty patches which seemed to be small pieces of wood were found in and around the dressings. The patient had used these dressings in a feeding tube stoma.